Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation verified the customer reported complaint. The instrument was placed on an in-house system and failed the recognition test. Additional observation not reported was that the distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the large suturecut needle driver instrument was not compatible with robot, never used, attempted to dock, wouldn't doc. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.